Event description:
It was reported that a patient underwent a sleeve gastrectomy procedure with hiatal hernia repair on (B)(6) 2022 and a fibrin sealant preparation device was used. The tech was unable to remove the dual applicator to apply the laparoscopic applicator. Another like device was used to complete the procedure no adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No, unsure. 2. How many times have they applied the laparoscopic tip? Unsure. 3. Was a sales representative present during the case when the issue was experienced? Yes. 4. Was any leakage or product solution observed at the luer locks connection? No. 5. Were there any unexpected outcomes or complications as a result of the event? No, had to open a new device, original used. 6. Are there pictures of the damaged device available? No. The tip lot used in grifols kit lot a4ybf00161 is 2703296 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : observations: the following observations were made by inspecting the returned device: the device appears intact and there are no apparent tool marks on the device. With alternatively turning the luer locks back and forth, the tip was able to be removed from the adapter without difficulty. No internal damage was observed. The thread on the tip manifold appeared to be normal. Investigation/conclusion: the returned device functioned as designed. The open tip was able to be removed from the adapter without difficulty. It is unclear why the user was not able to remove the tip. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.